Manufacturer narrative:
(B)(4). Ortho performed retain testing, batch review, complaint review by lot. Based upon the results of this investigation, the reported customer issue was unable to be confirmed. All results were satisfactory. Sample was not returned to ortho for further investigation. Discrepant negative d(rh1) typing results for 8-10 patient samples in manual tube method. The assignable cause is use error, associated with the laboratory operator filing the saline containers with 10% formalin as opposed to saline. No general product failure was identified. No biased result was reported. No patient was harmed.

Event description:
Report 7 of 10. On (B)(6) 2022, a customer complained to ortho care after obtaining what was described as discrepant negative d(rh1) typing results for 8-10 patient samples using bioclone anti-d(rh1) lot db338a1 in manual tube method. Complainant/complaint reporter: (B)(6) medical technologist. Date of events: (B)(6) 2022. Reported on: (B)(6) by (B)(6) to the orthocare helpdesk. Reagents: bioclone anti-d(rh1) lot bb338a1, expiry date 12 july 2023. Bioclone anti-b(abo2) lot bbb818a, expiry date 13 august 2023. Patient history: one known d(rh1) positive. The customer reported that, on (B)(6) 2022, during troubleshooting of discrepant positive antibody screening results obtained on their ortho vision mts analyser, they had tested around 8-10 patient samples for d(rh1) typing using bioclone anti-d(rh1) lot db338a1 in manual tube method and that they had obtained negative reactions. The customer was expecting positive d(rh1) antigen typing results. No further details provided. The customer reported that as part of the trouble- shooting, they also observed a discrepant negative b(abo2) typing result for one patient sample using bioclone anti-b(abo2) lot bbb818a in manual tube method (investigated under (B)(4)). No further detail provided. The customer reported that no biased result had been reported to the physician. The customer reported that the patients had not been harmed as a result of the reported events.